Manufacturer narrative:
(B)(4).

Event description:
It was reported that merlin.net transmission had revealed the pulse generator exhibited intermittent undersensing. The device was reprogrammed. The patient remained asymptomatic throughout event.